Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported that six to seven months ago they had a loss of therapy and felt pain in their right leg. The consumer thought it was a torn muscle, however, they were told something happened to the wires so they were scheduled for a revision on (B)(6) 2016. There were no traumas or falls reported that could be related to this issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that he had his spinal cord stimulation system revised ¿about a month and a half ago¿ in (B)(6) because a ¿cable¿ had moved. The patient had muscle and nerve problems that began in (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.